Event description:
The caller stated she was not feeling well. She felt like her blood sugar was low, even though the meter read 106mg/dl. She called for an ambulance. It arrived within 30 minutes. The paramedics tested her on their meter and got 39mg/dl. They tested her agin on contour and got a reading of 99mg/dl. The paramedics gave the customer glucose liquid in a tube and stayed with her until her blood sugar was above 100mg/dl. The customer did not have to go to the hospital. The customer tested with her meter while at the doctor's office 8 days later. The doctor's contour read 239mg/dl and her meter read 119mg/dl. Another time she had back to back readings of 139 and 291 mg/dl. The caller stated that she gets erratic readings. When the customer called, she did not have her meter or any supplies, so it was impossible to perform any troubleshooting. Customer service discussed site prep, blood sample size, and correct technique. Customer service was sending a new meter.